Manufacturer narrative:
The inserter that was reported was not returned for evaluation; however the acetabular cup was. Visual inspection of the cup showed signs of thread damage consistent with cross threading. It is thought that the cup was conforming when it left biomet. The root cause of the event was determined to be most likely due to the inserter not being completely seated in the shell geometry prior to impacting.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification - unknown, manufacture date ¿ unknown.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2014. During procedure, the inserter fractured while the surgeon was impacting the cup. The cup was removed and a ringloc cup was used to complete the procedure.